Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic vaginal and abdominal pain, erosion, painful sexual intercourse, vaginal scarring, and inflammation. No further information has been provided.